Event description:
It was reported the patient came to the hospital after the patient alert sounded from the device. Device interrogation found high impedance and oversensing. A lead fracture was suspected. The lead was capped and replaced. During the right ventricular lead replacement, the atrial lead dislodged. The lead was explanted. A new atrial lead was attempted, but could not be implanted due to patient anatomy. No patient complications were reported as a result of this event, and the patient was reportedly discharged after the replacement procedure with no problems.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.